Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one opening linear on radius, the weight the device within specification and crease flat. A microscopic analysis was performed which identified: one striated opening on radius. Based on the device analysis the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii-IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right-side capsular contracture, baker grade iii-IV. Device was explanted.